Event description:
The pt was implanted with a left ventricular assist device. It was reported by the surgeon that when the pt was taken to the operating room for subxiphoid drainage of a pericardial effusion, it was noted that the bend relief was disconnected. The pt became unstable and an emergent median sternotomy; cardiopulmonary bypass for cardiac arrest and an implantation of a paracorporeal rvad was placed. The surgeon did not feel that the bend relief was the problem and that the pt likely had a large right valve infarct with significant right valve failure. The pt expired on (B)(6) 2012.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.